Manufacturer narrative:
On the 11-year-old instrument shaft, the bayonets have broken off from inside the distal end of outer tube; the shaft is clearly bent at this point. Furthermore, the insulation of the shaft is cut at several points, one to the metal. This would inevitably lead to a power breakdown in hf applications. Damage due to wear of use.

Event description:
Note: this information came from a vigilance report filed by our manufacturer. Allegedly, the doctor was performing a laparoscopic procedure when the insert released and locking bayonets came out of the distal end of the outer tube into the patient. They located pieces via x-ray. They were able to retrieve one piece, but they were unable to remove the other piece during lap procedure. Open surgery necessary to remove.